Manufacturer narrative:
See attached.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent a revision surgery of her failed right total hip arthroplasty secondary to metal wear debris between modular components. Patient suffered persistent pain, swelling, elevated metal ions in the bloodstream, loss of mobility, and discomfort.